Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer reported a broken shaft on the schertel grasper instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed main tube damage. There were some deep scratches found on the main tube. There was one missing piece measured roughly about 0.028 x 0.063. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage if to reoccur could cause or contribute to an adverse event.